Event description:
It was reported on (B)(6) 2023, that hand piece for battery powered driver had fast speed does not work. The issue was observed during my weekly audit of synthes battery powered drivers. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b additional device product codes: gxl and hxx. H3, h4, h6: part # 05.000.008 synthes lot # 007918 supplier lot # 007918 release to warehouse date: oct 22, 2020 manufactured by: triangle manufacturing no ncrs were generated during production. Service and repair evaluation: the repair technician reported that device low fast forward, intermittent forward and low reverse mode. No probable root cause for his was able to be determined. Additionally technician reported discolored circuit board wires and membrane vent, rust on the motor and brown residue on the barriers. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2023 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.